Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 and system error 2367 alarms with the homechoice (hc) machine during dwell 5 of 5. The technical service representative (tsr) explained the alarm and advised the home patient (hp) to cycle power twice to clear the alarms. The tsr then explained that the supplies were compromised. The tsr advised the care giver (cg) to call the nurse in the next 24 hours to let her know what happened. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the cg regarding the reported event. The cg stated, the cause of the alarm was the home patient (hp) disconnected without stopping therapy. The cg explained that she discarded the sample and did not know the lot number. Per the cg, the nurse was notified of the alarm and the hp finished therapy with manual supplies. The cg stated therapy was going well for the patient. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.